Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during procedure the 2 small peek implants broke in two. The pieces were potentially unable to be retrieved.

Event description:
It was reported that during procedure the 2 small peek implants broke in two. The pieces were potentially unable to be retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broke in two. Probable root cause: design. Dimple retaining feature does not retain implant or retains implant with excessive force. Needle/implant stack up interference. Stack up interference for deployment length/width. Stack up interference for component size/diameter. Stiffener feature distorted and retains implant with excessive force. Inadequate handle assembly design . Inadequate raw material. Needle bend angle too large. Process. Dimple retaining feature not manufactured to specification. Implant anchor or needle not manufactured to specification. Stiffener not manufactured to specification application. User not familiar with device use (g11). User excessively bends/kinks the needle (g26). The reported failure mode will be monitored for future reoccurrence. Note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: sales rep reported by phone that : "during procedure with the meniscal suture, the 2 small peek implant broke in two, no abnormal force was use on the implant." The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.